Manufacturer narrative:
(B)(4). Device not returning. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath after an interventional procedure. Reportedly, the starclose se device stuck in the patient and could not be removed. The safety release mechanism was used; however, the device was still stuck. A cut down was performed which revealed the starclose se stuck in scar tissue. The starclose se was removed and hemostasis was achieved with a cut down/suture. The patient was discharged the same day as the procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.